Event description:
A webform complaint was received in which it was reported a customer received a "sensor error" message on the adc device and was unable to obtain readings. As a result, customer was given juice, sugar, and/or food as treatment from a non-healthcare provider. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh00jx7pp0 has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor was reprogrammed and simvivo test performed. All results were within specification. Removed the sensor plug and inspected the plug assembly. Cracked sensor neck was observed. The cause of the cracked sensor neck is likely attributed to shipment of the used sensor back to adc for investigation. Sensor state 5 is an indication of normal sensor termination and full wear by the user, therefore the cracked sensor neck observed during investigation occurred post-wear. In addition, the passing of all tests during the investigation indicates that the cracked sensor neck did not impact the sensor's ability to still generate an accurate glucose reading. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.